Manufacturer narrative:
An unknown head was also reported. However, it cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported by the pt that she had bone growth around hip area and had to have mass removed. The head and stem had to be removed on (B)(6) 2012.